Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from the blue winged luer cap. The device contained fluorouracil in 0.9% sodium chloride. The drug crystallized at the end of the line, and the cap was likely loose. This was observed while the device was in the sealed overpouch prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured september 7, 2023 and september 11, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed fluid inside the bag that contained the device which suggested a leak had occurred. Furthermore, white crystallized substances appeared at the blue winged luer cap which suggested probable root cause of leak may be due to untightened blue winged luer cap. The reported condition was verified. The cause of the condition could not be determined. However, the probable cause can be use related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.